Manufacturer narrative:
(B)(4).

Event description:
In a conversation with the risk manager on (B)(4) 2012, the patient has undergone two revisions surgeries since the band was implanted for port flip. The port was sutured to reattached and remains implanted.